Manufacturer narrative:
The user informed senseonics that the user's cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Sensor was returned from the field. Upon receipt, a visual inspection was performed and no anomalies were observed. In-house testing indicated that the sensor was chemically underperforming, indicative of oxidation of the glucose-indicating component in the sensor hydrogel, and this most likely contributed to the discrepancies observed by the user. This finding was consistent with observations made in the sensor's in-vivo data. The user was provided with a sensor replacement as part of the resolution.

Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.